Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported 1+ positive and question mark results with ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. The customer stated that the reactions were visually assessed clearly negative and she suspected that the incorrect results were caused by scratches. The customer described the issue as "ongoing" but did not provide any other date of event besides (B)(6) 2021. So we refrained from sending several identical reports for these unknown dates. The customer returned ih-cards of the supposedly defective lot and provided result images. Our quality control laboratory checked them visually and tested them in parallel with ih-cards of their retention sample. We observed dust on the cards and some noticeable lines between the wells which might be called scratches by the customer, but we did not observe any real scratches on the cards. The observed lines were barely visible to the naked eye. Our quality control laboratory processed cards with the observed lines in the ih-1000. All positive and negative reactions were correct. We did neither observe any question mark nor false positive results. The dust which caused misinterpretation was only observed on the images and on the cards the customer had sent in for investigational testing, not on the retention sample of the supposedly defective lot. Therefore, we highly recommend to the customer to check the storage conditions of the cards at her site. We would like to refer to the chapter storage requirements of the instruction for use: "do not store near any heat, air conditioning sources or ventilation outlets." The marked streaks are flow marks from mold injection and not any scratches. They can be observed in every batch and are unsightly but not critical, since they are outside the area of the image analysis. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.